Event description:
The cobra surgical probe was used in the left atrium to perform an open heart maze procedure to treat chronic atrial fibrillation. The procedure was successful and the pt was recovering favorably, however, 35 days post procedure, the pt developed pyrexia. Disturbance of conciousness and hematemesis were reported on day 36. Esophageal perforation was identified, presumably created during the rf ablation. The pt expired.